Manufacturer narrative:
The investigation has determined that a retrospective review of econnectivity data for an internal ortho clinical diagnostics investigation found non-reproducible, higher than expected vitros troponin I es results obtained from three patient samples using vitros troponin I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information available, however the possibility that an unexpected vitros troponin I es reagent performance or an unexpected vitros 5600 integrated system performance had contributed to the result could not be ruled out entirely.

Event description:
A retrospective review of econnectivity data for an internal ortho clinical diagnostics investigation found non-reproducible, higher than expected vitros troponin I es results obtained from three patient samples, using vitros troponin I es reagent on a vitros 5600 integrated system. The results observed are as follows: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. It is unknown if the result was reported to a clinician but it is assumed that the unexpected result would have been captured by the facility's delta check. Since the customer did not report the event directly to ortho clinical diagnostics, it is assumed there was no allegation of patient harm. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).